Manufacturer narrative:
Device evaluation: one device was received for device analysis. Visual inspection performed and found a partial cut on the flange of the tracheostomy tube. The cut did not go all the way through the flange; it is only visible when the flange is bent. The customer reported complaint could be confirmed due to visual inspection of the damage. The probable cause is a molding error during manufacturing.

Event description:
It was reported that there is a broken cannula portex pediatric tracheostomy tube. There is a crack in the wing next to the "chimney". This occurred during patient use and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.